Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to instability. Intra-operatively, poly wear was noted on the insert and patellar component. A 6x13 ps insert was revised to a 6x14 ps insert, and a 36 symmetric patella was revised to another 36 symmetric patella. Rep confirmed that no further information will be released by the hospital or surgeon.